Event description:
Pt's family member reported that the feeding pump was delivering too much formula to homecare pt. Bag was empty too fast. This was an occasional occurance only. No other details provided. There was no illness, injury or medical intervention resulting from the event. One pt involved.